Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that implant procedure started with no issue. It was noted that the physician did not achieve the most ideal placement of the lead at implant, so they removed the lead from the introducer to attempt to re-insert the lead but noticed what they thought there was a defect in the lead which allowed blood to seep into the lead. The physician attempted to clean the lead to confirm the blood had seeped into the inner workings of the lead. It did appear the blood had compromised the lead event after cleaning it. The physician felt it best to use a new lead for the fear that it would cause issues for the patient and lessen the possibility of successful therapy. No factors were identified that may have caused the lead defect as it was noted the physician had done many implants with this device type with no issues. The physician did not handle the lead inappropriately or attempt anything out of the norm of the procedure. A new lead was then used and was placed without issue. The impedance check was reported as normal after the new lead placement. The issue was reported as resolved at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
Device returned, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) was completed and found there was an inadequate adhesive in the electrode slot. Also, electrical testing was performed and no electrical shorts were identified between circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis result was completed.